Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 60 seconds."

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer adjusted the auto-off safety feature to address the issue. As a result, the customer went to the emergency room and was subsequently admitted to the hospital in the intensive care unit (ICU) on (B)(6) 2024 with a blood glucose (bg) level of 900 mg/dl and moderate ketones that a health care professional determined to be life threatening. Customer administered a manual injection prior to the hospitalization and was treated with intravenous fluids of saline and insulin while in the ICU. Customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage.